Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had scar tissue and tight joint. Surgeon opted for a poly swap.